Manufacturer narrative:
The actual device is not being returned; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery blood clots were discovered in the oxygenator. The product was not changed out. There was no harm to patient. Surgery was completed successfully.